Event description:
It was reported that the patient received multiple shocks. The patient reported receiving shocks after drinking alcohol. During the interrogation it was observed the patient did receive multiple shocks with last shock due to oversensing. The patient was asked to do some physical movements to induce oversensing episodes but none were observed however undersensing was recorded with right ventricular (rv) tip to rv ring and rv tip to rv coil configuration. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).